Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic gastric sleeve for the second staple reload firing. The powered stapling handle was able to fire but there was poor staple formation. One individual staple was perpendicular to the staple line and had been cut in half by the knife blade. Inspection of the staple line showed this staple to have been located along the row of staples closest to the knife blade cut line. In order to resolve the issue and complete the case, over sewed the site of the staple malformation. There was no patient harmed.